Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42532007902 tibia cemented 5 degree stemmed right size g lot# 65066611.

Event description:
It was reported the articular surface would not fit to the tibial base plate. A second articular surface was used to complete the procedure. There was no patient impact. .

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified signs of use with flared and compressed dovetail. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. Complaint confirmed based on the provided picture. The root cause is attributed to use error. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.